Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the flexvision pc application does not start. The analysis of the system log file found the start-up issue with the flexvision pc. A philips field service engineer (fse) went onsite and reinstalled the software on the flexvision pc, after which the system booted normally. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's flexvision computer failed to boot the device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.